Event description:
The facility's product complaints coordinator reported to baxter (B)(4) that a y-type catheter extension set was leaking at the y-junction. The drug being used was a cytotoxic drug. This occurred during infusion, however, there was no report of patient injury or medical intervention in association with this event. There was no additional information.

Manufacturer narrative:
(B)(4). Correction: the sample was decontaminated by the facility and it was returned for evaluation. Evaluation summary: the customer reported condition of a y-type catheter extension set was leaking at the y-junction was not confirmed during sample evaluation. Actual sample was available for evaluation. No defect was observed during visual inspection, under water leak test, and functional test. No other tests were performed. The samples were working within specification. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample will be discarded due to chemotherapy contamination. However, photographs of the implicated sample are reported to be available for evaluation. If additional information becomes available, a follow-up report will be submitted.